Manufacturer narrative:
Based on the results of the investigation, a probable root cause could not be identified.

Event description:
No addtional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device pin of the valve remains stuck in the suction cylinder. This issue occurred during reprocessing. There were no reports of patient involvement.